Manufacturer narrative:
Device received with critical pump error (open book image) and pump error 35 noted in insulin pump history due to force sensor zero offset measured out of specific range (2.4 milivolts).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error for a broken force sensor detected during seating or regular delivery. Blood glucose level at the time of the incident was 6.5 mmol/dl. Customer was assisted with troubleshooting. Customer states they are not able to rewind the pump and can not clear the error or get out of the error. The customer was advised that the insulin pump would not be replaced.